Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a faulty lcd display. The display was replaced to resolve the report. The device was returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's screen turned completely white and was illegible. Complainant indicated that there was no patient involvement in the reported malfunction.